Manufacturer narrative:
Log file analysis revealed several premature switching events for (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. Log file analysis also confirmed the controller power up and motor start events on (B)(6) 2015. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed several premature switching events for (B)(4). Log analysis also confirmed three controller power up and motor start events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02281 and 02282) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis review date: 08/27/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: -2 power disconnect alarms have been logged on: (B)(6) 2015 concomitant medical products: the following devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02281 and 02282) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient "recognized that the controller changed from one power port to the other one before batteries are down to 25%." Site stated that there were "pump stops - ((B)(6) 2015)". Batteries were "replaced from hospital stock and download log files". It was stated that there were "no effect on patient, and that he was doing fine the whole time". No additional information provided. Investigation is ongoing.